Manufacturer narrative:
The reported event for increased recharge burden was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The actual battery capacity exceeded the calculated capacity. The ipg charged normally with lab equipment.

Event description:
Through device testing it was reported there is no device malfunction.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg had an increased recharge burden and loss of effective therapy. The ipg was subsequently explanted and replaced. Effective therapy was established postoperatively.